Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was under infusing the following information was received by the initial reporter with the following verbatim it was reported by customer that the drip chamber was observed to be collapsing inward on itself and volume leftover at end of infusion.

Manufacturer narrative:
It was reported by customer that the drip chamber was observed to be collapsing inward on itself and volume leftover at end of infusion. One photo was submitted for quality evaluation. The photo provided shows that the infusion bag was not fully emptied, however, the photo provided does not show the reported collapsed drip chamber. The customer complaint of a flow issue was confirmed based on the infusion bag not fully emptied but the drip chamber damaged was not confirmed. A root cause for the reported issues could not be determined because a physical sample was not provided. A complete complaint history check was not performed as the lot number is "unknown" for this complaint. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#: 2420-0007, batch#: unknown. It was reported by customer that the drip chamber was observed to be collapsing inward on itself and volume leftover at end of infusion. Rcc received a complaint via email. 2. Under infusions: leucovorin and oxaliplatin (same patient). Both bags observed with very little air to no air in the IV bag at the start of the infusion approx. 8:55am. Infusing through implanted port. Pump about 5 inches above patient heart level. Regular tubing 2420-0007. A. Leucovorin in d5w vtbi with overfill 614ml. At 307ml/hr. I. 10:51am: bottom of leucovorin IV bag warped, folding in on itself: ii. 10:56am: IV bag alarmed infusion completed, but volume remained in the IV bag. Nurse added 40ml to empty IV chemo bag. Iii. With 12ml left to go on the added volume the cpc observed that the flow had stopped in the secondary drip chamber, yet there was still fluid in the IV bag. The drip chamber was observed to be collapsing inward on itself. The nurse back primed fluid into the chemo bag and the chemo bag began infusing again. The chemo bag properly emptied and a flush was administered per their usual process. B. Oxaliplatin vtbi with overfill 565.7 at 283ml/hr. I. 10:51am: oxali IV bag observed to be more drawn in. Ii. 10:56 am: IV alarmed for infusion completed, but volume was leftover. Iii. Nurse added 40ml to empty IV chemo bag. After the 40ml infused, there was still volume leftover and the nurse added another 10ml which properly emptied the IV bag. Flushed per usual process.